Event description:
Md did thoracentesis on pt and noticed catheter had stopped draining so withdrew back slightly on catheter with 3 inches of exposed catheter noticed also stated that the guard clip was in place. Upon withdrawing back noticed that catheter had broken off with 3 inches remaining in pt. Pt had surgery to remove remaining catheter. Further conversation with the customer revealed that they used recalled product in this case. The director of risk management confirmed that they received cardinal's recall notice and that somehow this lot was not sequestered.